Manufacturer narrative:
H.6. Investigation type code b14: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® tag® conformable thoracic stent graft with active control system instructions for use, complications associated with the use of the gore® tag® conformable thoracic stent graft with active control system may include, but are not limited to, endoleak. H.6. Investigation type code b22 updated to b14. H.6. Investigation findings code c21 updated to c19. H.6. Investigation conclusions code d16 updated to d12 and d15.

Manufacturer narrative:
H.6. Type of investigation code b20: the device remains implanted and is not available for analysis. H.6. Investigation findings code c21: conclusion pending results of product history review. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent 1 debranching tevar to treat an arch aorta aneurysm using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac) and a non-gore stent graft. Reportedly, the non-gore device was placed proximally and the ctag/ac was placed distally. The procedure was completed without any issue. On an unknown date in 2023, a endoleak that could be considered a proximal type I endoleak or type ii endoleak was observed on the follow-up imaging. On (B)(6) 2023, a reintervention was performed. Reportedly, the type of endoleak was unable to be determined. The aneurysm was embolized by coil. The patient tolerated the procedure.